Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a drug leak from the 0.2 micron filter infusion set. The issue occurred during infusion. There was a therapy delay. There was patient involvement . There was no injury and no medical intervention needed.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number. Please reference mrn 3012307300-2025-07494-00 for details pertinent to this event.